Manufacturer narrative:
Date rec'd by MFR: 24jun2019. The manufacturer¿s international service technician evaluated the ventilator and could neither confirm nor duplicate the reported problem. The service technician checked the ventilator's diagnostic log and no error codes were found. Since no abnormalities were found, it was determined that the unit is in normal condition. The unit was checked overall, cleaned and functionally tested. No parts were replaced so no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 27dec2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had an error message of high inspiratory pressure when received. The customer reported there was no patient involvement as the unit had not yet been delivered to a medical facility. The event date was not specified, estimate used.